Manufacturer narrative:
Determination of root cause: assessment: during the onsite investigation, the territory manager (tm) was unable to duplicate the reported problem, however, he did confirm the event through a review of the log file for the time of this patient's surgery. The log file showed the surgery had stopped at 59% complete and the "(B) (4)" file indicated the system lost track at that time. The tm instructed the site users to only use the system lcd screen to view messages to determine if the system has stopped firing due to loss of track and also to indicate the surgery status. The tm also reviewed possible causes of loss of track, i.e. Blocking of the ir pods or an incorrect ir illumination setting. The tm completed a successful system verification to specifications. A review of the complaint database for the 3 months prior to this event showed no similar complaints for this laser system. Conclusion: based on the results of the investigation, a definitive root cause could not be determined. (B) (4)

Event description:
Adverse event: interrupted procedure. Malfunction: laser stopped firing; surgery progression display error; tracking difficulty. A system operator reported a laser stopped firing during refractive surgery. She stated when the surgeon did not let up on the footswitch, the laptop continued to indicate progress even though the progress bar on lcd screen had stopped. She reported the surgeon was able to re-acquire track and complete the surgery by re-pressing the footswitch. The system operator stated the patient was doing very well at post-operative visit.